Manufacturer narrative:
The pin on the ncb guide is designed to have clearance to the corresponding plate holes. The pin is intended for alignment purposes only. The pin is not intended to see significant loading and stress. The pin likely fractured because it was stuck in the hole and it received significant bending forces while removing the guide. The cause of the pin getting stuck cannot be determined. There is not enough information to determine the root cause for the pin fracturing off of the ncb periprosthetic targeting guide. A product history search revealed no additional complaints against the related part and lot combinations. A ncb periprosthetic femur right distal targeting device was returned. The pin on the end of the jig fractured in such a way that the diameter of the pin could not be accurately measured versus the print specifications. The device history records were reviewed and all records were found to be conforming to the specifications and mis. It is unknown how many times the device had been used during that time.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It was reported that during surgery when the surgeon went to remove the ncb pp distal femur periprosthetic targeting device the surgeon discovered that one of the two holding pins had broken off into the hole